Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an overinfusion of diltiazem. A concentration of 100 mg/ 100 ml (1 mg/ml) was programmed as a secondary infusion in the critical care profile to infuse at 2.5 ml/hr; however, the entire 100 ml bag infused in 1 hour. It was reported the pt required additional monitoring of vital signs but no rescue medications. Although requested, no additional pt or event details were provided.